Event description:
The user facility reported that the impella cp procedure on a female patient had to be aborted due to the female patient's cardiac anatomy. Additionally, the pump was noted to have dislocated during sheath change from peel-away to repositioning sheath. A new impella cp device was placed. There was no reported patient harm.

Manufacturer narrative:
The investigation for the reported delivery issues has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. However, clinical details provided were sufficient to determine a root cause. The root cause of the delivery issues was due to patient anatomy, most likely due to the patient condition. This report is being filed as part of a retrospective review of historical records.